Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient awoke at approximately 9:30 pm and realized he was covered in blood. The patient noted that he uses a daily blood thinner (plavix) and was worried because he had a headache along with bleeding at the abdomen sensor insertion site, prompting him to visit the emergency department (ed) with his wife and mother. Upon arrival in the ed, blood pressure was measured, and the doctor administered an unspecified topical cream and injectable hemostatic agent at the site, along with a pressure bandage to assist in halting the bleeding. The patient was discharged home after five hours (4:49 am) with no further treatment and the bleeding subsided, but the headache persisted no product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.